Event description:
During revision surgery reported separately, after impacting the liner, surgeon noticed the metal ring on the liner was sticking out and not properly engaged. Another liner had to be used. This caused a 20-minute surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.